Event description:
Complainant alleged that during biomed testing the device energy selected button works intermittenlty and the device displayed a "defib fault 108" message. Complainant indicated that there was no pt involvment in the reported malfunction